Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 07-jul-2020. The most recent information was received on 21-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced musculoskeletal pain ("continuous joint and muscle pain"), 2 years after insertion of essure. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mobility decreased ("difficulty walking, any movement difficult") and muscular weakness ("my legs can no longer support my body"). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, musculoskeletal pain, mobility decreased and muscular weakness outcome was unknown. The reporter provided no causality assessment for medical device removal, mobility decreased, muscular weakness and musculoskeletal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: normal. Scan - on an unknown date: 3d scan normal. Ultrasound scan - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced arthralgia ("continuous joint pain") and myalgia ("continuous muscle pain"), 2 years after insertion of essure. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced gait disturbance ("difficulty walking, any movement difficult") and muscular weakness ("my legs can no longer support my body"). Essure was removed on (B)(6) 2020. At the time of the report, the arthralgia and myalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, gait disturbance, medical device removal, muscular weakness and myalgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: normal. Scan - on an unknown date: 3d scan normal. Ultrasound scan - on an unknown date: normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.